Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence because the artificial urinary sphincter (aus) balloon had a leak; therefore, the balloon pressure dropped. The patient underwent surgery and all components were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient experienced recurring incontinence because the artificial urinary sphincter (aus) balloon had a leak; therefore, the balloon pressure dropped. The patient underwent surgery and all components were removed and replaced. There were no patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown.

Event description:
It was reported that the patient experienced recurring incontinence because the artificial urinary sphincter (aus) balloon had a leak; therefore, the balloon pressure dropped. The patient underwent surgery and all components were removed and replaced. There were no patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The balloon was visually and microscopically examined, leak and functionally tested. Scaling on the balloon shell was noted, no leaks were identified. Functional test at 80 cmh2o revealed the balloon performed over specifications (61-70 cmh2o). The cuff was visually and microscopically examined, and leak tested. A tear consistent with explant damage was identified in the cuff shell. The pump was visually and microscopically examined, leak and functionally tested. No anomalies were found with the pump. The reported balloon fluid leak was not confirmed. However, the out of specifications pressure identified in the balloon could affect the functionality of the device.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The balloon was visually and microscopically examined, leak and functionally tested. Scaling on the balloon shell was noted, no leaks were identified. Functional test at 80 cmh2o revealed the balloon performed over specifications (61-70 cmh2o). The cuff was visually and microscopically examined, and leak tested. A tear consistent with explant damage was identified in the cuff shell. The pump was visually and microscopically examined, leak and functionally tested. No anomalies were found with the pump. The reported balloon fluid leak was not confirmed. However, the out of specifications pressure identified in the balloon could affect the functionality of the device.

Event description:
It was reported that the patient experienced recurring incontinence because the artificial urinary sphincter (aus) balloon had a leak and a puncture of the cuff; therefore, the balloon pressure dropped. The patient underwent surgery and all components were removed and replaced. There were no patient complications.